Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 3 24gx0.75in nexiva devices from lot number 2045799. The visual inspection shows that the units have been removed from their packaging but do not have any signs of use. Microscopic evaluation of unit 1 displayed the tip of the unit rough and jagged. Units 2 and 3 had flash observed at the catheter tip. The tip grading was found unacceptable on all 3 units. The reported issues were confirmed. These defects may occur during manufacturing due to incorrect temperature, mandrel worn out, die needing cutting, or tipping force too high. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information. It was reported that burrs were found on the tip of the bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese: "there are burrs at the front end of the fusiform tip of the nexiva catheter, and the fusiform tip at the front end of the catheter is too short. Replaced with other products, the third floor ward has been returned to the warehouse."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that burrs were found on the tip of the bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese: "there are burrs at the front end of the fusiform tip of the nexiva catheter, and the fusiform tip at the front end of the catheter is too short. Replaced with other products, the third floor ward has been returned to the warehouse."